Event description:
My allergen breast implants have been making me sick since (B)(6). Five months after I got them. Now they are causing cancer and recalled. Autoimmune liver disease, fibromyalgia, memory deficient, fatigue, weight loss. FDA safety report ID# (B)(4).